Event description:
While attempting to fire the i60 stapler for the third time in a thoracotomy procedure, the anvil of the device was broken. Another device was used to complete the procedure; there were no adverse effects to the health of the patient.

Manufacturer narrative:
Patient's age and weight are not known. The i60 anvil was found to be broken as had been reported. It is believed that the device may have been subjected to excessive force during the procedure. An anvil material change has been implemented in order to address this issue.